Event description:
It was reported the device alarms "did not work". No adverse effects reported.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection of the device was found to be in fair condition. Device underwent functional testing, confirming the reported customer complaint. The battery compartment and cap noted to be corroded; problem source has been determined to be unknown.